Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with channel a failure 550:320:844:0000 was confirmed but not reproduced by technical services. The cause of this condition was determined to be a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition.the device has not been previously sent into service for the reported condition of channel a failure 550:320:844:0000. Although during previous service on (B)(6) 2010 for fc 550:320, the uim pcb was replaced. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative reported a colleague infusion pump with a channel a failure. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.